Manufacturer narrative:
Additional narrative: device returned. The screw returned for evaluation broken. The noted visible damage at the shank surface, during examination of the screw, reveals the screw was damaged by insertion/tightening. The breakage of this screw is possibly indicative of too much applied force while insertion/tightening. The manufacturing documentation was reviewed and this lot met all in process and product release specifications. No product fault could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon inserted the screw without the tapping procedure, so that the screw was broken. Broken piece remains in the patient¿s body. No surgical delay was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.